Manufacturer narrative:
The balloon catheter 2af233 with lot number 46527 was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 14 injections. The catheter failed the performance test due to a 50032 system notice. The pressure test and dissection revealed an inner balloon pinhole; further dissection did not show signs of a lifted thermocouple (tc) or leak detection wire. The guide wire lumen was kinked at 30 mm from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the kinked guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.